Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was over 600mg/dl. The customer was on route to the hospital to be treated for the high blood glucose. Troubleshoot could not be conducted at the time. The customer will be calling back to follow up.